Event description:
The customer reported that during a volume verification, summit sample handler did not pipette the correct amount in position 3 and no error message was given. A field service engineer was dispatched and could not duplicate the problem. Fse replaced water height sensor and bent collet in position 3 and re-calibrated wash station. No death or serious injury was associated with this event.